Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box shows evidence of a partially discharged battery being installed on (b)(46) 2015. Battery cap is able to fully tighten however "coin slot" on top of battery cap is worn. Battery compartment crack observed below grip pad. Current draws within specifications. A "battery life" issue was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.